Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
The reporter stated, that the unit was not delivering the correct infusion rate. There was no patient injury or treatment associated with this event.